Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 3 previously reported events are included in this follow-up record. Product return status 1 devices were received. 1 devices were not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 1 reported events were confirmed. Evaluation results 1 device was found to be affected by a worn component.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. Evaluation results 1 device was found to be affected by wear. 1 device was found to be affected by a broken tip.